Event description:
It was reported that a damaged pole, blown fuse and fan (broken wire, not working) was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The evaluation was performed, and the reported issue was confirmed. Powered on the device and activated actuator pole by pressing the keypad switch. The actuator pole did not move upwards. Additional issues were also found an attempted repair to rolling base fan but was not successful. The root cause of the reported issue was due to faulty actuator pole, possible user damaged to rolling base. The technician replaced actuator pole, fuse and fan. Installed tempcheck test fixture. Measured temperature was within tolerance. Device passed all functional and electrical tests.